Event description:
It was reported that the insulin pump was not functioning and the customer has been hospitalized multiple times in the past nine months. The customer was admitted with diabetes ketoacidosis and high blood glucose of 10.0mmol/l. The customer experienced vomiting, chest pains, nausea, and was dehydrated. The caller also mentioned getting a low battery alarm. Troubleshooting was performed, and no damage to the drive support cap noted. The high pressure test was completed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.